Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle, no penetrating nick crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported the left side breast is feeling ¿firm and looks abnormal due to capsular contracture," (translates to baker grade iii). No treatment or surgical reoperation has occurred, device remains implanted. Healthcare professional later reported "high resolution ultrasound showed the left implant appeared to be ruptured". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported the left side breast is feeling ¿firm and looks abnormal due to capsular contracture," (translates to baker grade iii). No treatment or surgical reoperation has occurred, device remains implanted. Healthcare professional later reported "high resolution ultrasound showed the left implant appeared to be ruptured".